Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging of having grasping for air, lab work is starting to deteriorate, heart rate and blood pressure going up while using this device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged visualization of particles. There was no report of serious or permanent harm or injury.the manufacturer received information alleging of having grasping for air, lab work is starting to deteriorate, heart rate and blood pressure going up while using this device. The device was returned to the manufacturer's product investigation laboratory for investigation. As per the investigation of the device evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The device was evaluated. As per secondary findings of the base unit observed an unknown dust contaminant inside the air inlet of the blower box, top enclosure, front panel, rear panel, bottom enclosure, blower, and blower seal. Evidence of liquid ingress was observed to the blower and blower box. The device's downloaded logs were reviewed by the manufacturer. There were 2 errors found. The manufacturer concludes unable to address the symptoms described and confirm the presence of contamination in the airpath.